Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported by service report that the power cord is missing its ground prong. No adverse consequences have been reported.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 178 mg/dl, 87 mg/dl, and 92 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.